Manufacturer narrative:
B.5. Additional event description added/corrected: d.1. Brand name corrected. H.6. Results code 1 updated. H.6. Results code 1: code 213 ¿ the review of the manufacturing paperwork verified that the lot met all pre-release specifications. H.6. Conclusions code 1 updated. H.6. Conclusions code 1: code 22 - according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, endoleak, aortic expansion (e.g. Aneurysm), and reoperation.

Event description:
Clarification was received on january 27, 2020 regarding the device landing issue. It was reported that the patient's left common carotid artery (lcca) was not partially obstructed by the device at the procedure on (B)(4). 2019. The intended position of the device was partially covering the patient's lcca with the partially uncovered stent row of the device. However, the actual landing of the device was at the distal end of the patient's lcca with no artery obstruction or coverage present. The embolization of the left subclavian artery and axillary-axillary artery bypass were performed as previously planned, and not unintentionally due to device placement.

Manufacturer narrative:
The device remains implanted, so evaluation of the actual device was unable to be completed. Images were provided, and an imaging evaluation was performed. The imaging evaluation stated the following: one time-point available for evaluation: post-implantation cta dated 12/25/2019. Imaging appears to show the left subclavian artery to be coiled. There appears to be contrast in the left subclavian artery. There appears to be an axillary to axillary bypass. There appears to be contrast outside the implanted devices in the aorta originating near the level of the left subclavian artery.

Event description:
The following was reported to gore: on (B)(6) 2019 the patient underwent emergency treatment of an aortic arch aneurysm rupture using gore® tag® conformable thoracic stent grafts with active control system (ctag w/ac). The physician noted that the intended placement of the device was partially covering the patient's left common carotid artery (lcca) with the partially uncovered stent row. Instead, a landing issue reportedly caused the device to be placed at the distal edge of the lcca. The cause of the landing issue is reportedly unavailable. A coil embolization of the patient's left subclavian artery, and an axillary-axillary artery bypass were performed due to the device being placed at the distal end of the patient's lcca. Full proximal circumferential wall apposition was confirmed prior to completion of the procedure, and reportedly no endoleak was present. On (B)(6) 2019 follow up imaging revealed a proximal type I endoleak. The physician noted that the landing issue is suspected to have caused the endoleak. On (B)(6) 2019 a secondary procedure was performed due to confirmation of aneurysm enlargement. Amount of aneurysm enlargement was reportedly unavailable. An additional ctag w/ac device was placed at the distal end of the patient's brachiocephalic artery, along with an axillary-axillary graft and lcca bypass. The endoleak was resolved. The patient tolerated the procedure.